Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional contact information: +1(612)273-5474 getinge field service engineer (fse) arrived onsite and found that it was difficult to connect a fiber connection. Getinge field service engineer (fse) looked into the fiber port and found that the blue connection housing was cracked out and a piece of the plastic had fallen into the connector, keeping the cable from seating correctly. Fse replaced the fiber optic connector and attaching cable assy. Fse completed a full system test (functionality, calibration, and safety test) per the service manual. All tests passed to factory specifications. Returned to the customer and released for clinical use. The failure analysis and testing dept. Received cable assy sensor extension with a reported unit failure of error message fiber optic cable failure. The failure analysis and testing dept. Performed a visual inspection and found the that the blue housing connector was damaged. Due to the damage to the connector, the fat cannot investigate this failure any further. Retaining the cable assembly in the fat per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave an error message "fiberoptic cable failure".  They attempted to unplug/plug the cable without success.  They connected the iab fiber connection to a different iabp and it worked as normal.  No patient harm was reported.